Event description:
It was reported that the device was in use with patient for infusion of heparin (2 units per ml of saline at rate of 1 ml/hr). The reporter stated the device was on ac power but gave a "battery depleted" alert. No adverse effects to patient reported.

Manufacturer narrative:
Other text: additional information: the customer provided a copy of the event history log (ehl) from the affected medfusion 4000 pump. The physical pump was not returned for investigation. The investigator reviewed the ehl provided by the customer and confirmed the alleged battery communication time out and depleted battery messages from the pump. A device history review was performed to determine if the aforementioned product problems were related to a manufacturing issue. The DHR was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.